Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had issues with her insulin pump and sensor. Customer's blood glucose was 527 mg/dl after bolus. Customer's blood glucose readings leading up to the high blood glucose included 277 mg/dl, 369 mg/dl, 348 mg/dl, 535 mg/dl, 431 mg/dl, 381 mg/dl, 416 mg/dl, and 467 mg/dl. Customer just put in a new infusion set and reservoir. Customer stated that she will treat with a manual injection. Customer had symptoms of high blood glucose such as being thirsty. Customer did not have the tubing clamp. Customer later called back and her blood glucose was over 600 mg/dl. Customer stated that she gave 5 units via manual injection. Customer stated that her blood glucose went down to 420 mg/dl. Customer's blood glucose dropped to 377 mg/dl and then 339 mg/dl. Customer stated that the insulin is fine and working.